Event description:
It is alleged by the patient that, "in 1997, she underwent a right total hip replacement surgery." She further alleges that, "in 2006, the implant broke at the neck and was subsequently revised the next day."